Event description:
The consumer reported being burned by the heating pad. The burns resulted in blisters on his back. The consumer had the heating pad wrapped in a towel and was laying on the pad in bed, which is contrary to proper use instruction.